Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient is currently in the hospital awaiting an MRI. Caller said he didn't know what was going on with the patient. The patient had started hallucinating and stuff and his legs gave out and patient started to feel really week. Caller said patient called 911 and was brought to the hospital and they think he might have had a stroke. Caller said he hasn't talked to a doctor yet but a nurse told him that they want an MRI. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that they are having extreme parkinson's symptoms. The patient has an MRI on (B)(6), and said something about needing "an updated remote". He says his remote has an orange button, so it was reviewed that he as the current patient programmer.